Manufacturer narrative:
This report is for an unknown dynamic hip screw (dhs) system/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Hide section - other remarks other remarks - (B)(4).

Event description:
This report is being filed after the review of the following journal article: seral, b., albareda, j., lasierra j.m., and seral f. (2001), clinical study of intramedullary and extramedullary osteosynthesis in trochanteric fractures of the hip, journal of orthopedics and traumatology, vol. 45, pages 374-383 (spain). The purpose of this clinical study was to confirm the biomechanical results observed in the study of both techniques, within the clinical picture, using finite elements. From 1996 to 1998, a total of 39 patients with a median age of 79.1 years were treated with an ao dynamic hip screw (dhs) system with plate (synthes). The mean follow-up was 6.77 months. The following complications were reported as follows: 4 patients died. 1 patient had a perioperative fracture. 3 patients had a contralateral hip fracture after 4 months after the first fracture that were treated with a competitor's device. 2 patients had a subcapital fracture of the contralateral hip at 6 months after the first fracture that were treated with osteosynthesis using percutaneous cannulated screws. 21.25 percent of the women had a fair to poor result. 2.7% had early infection. 64.86% had transfusion. Hematies was noted. 2.7% had pseudoarthrosis. 2.7% had exitus. 2.7 percent of the cases had material displacement and breakage. In 2 cases that evolved with consolidation delay with plate displacement, removing it and placing a second dhs plate with associated autografts was required. This is for an unknown dynamic hip screw (dhs) system. This is report 5 of 6 for complaint (B)(4). It captures the reported event of consolidation delay with plate displacement.